Event description:
It was reported that the pt's device periodically turned itself on when she walked into her office. She had kept her device off for "yrs". She could not turn her stimulation off and when it tuned on, she experienced a shocking sensation when she walked into her office. She also had pain at the implant site which had become particularly bothersome in the past year and was noted that she slept on the same side as the implant. The pt also had a weight loss of approx 30 pounds since the implant. She also had an unk problem with her foot since the implant. It was noted that the neurostimulator light was blinking on her pt programmer which indicated a low battery. She was seen by a physician to remove the device and was told it was "too complicated". She desired to have the device removed. She was re-directed to her healthcare professional. Further info was requested.

Manufacturer narrative:
(B) (4).